Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation. The complaint was filed after the device expiration date, therefore the investigation was limited.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes gave inconsistent hgb and hct results.